Manufacturer narrative:
The calibration and qc data were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs elecsys results from the cobas e411 rack analyzer. The initial result was 15.00 pg/ml with a data flag and the repeat result was 298.7 pg/ml with a data flag. It was requested but was unknown if any questionable result was reported outside of the laboratory. The reagent lot number was 511346 with an expiration date of 31-may-2022.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the calibration and qc data, a general reagent or instrument problem could be excluded.